Event description:
The hospital reported a malfunction resulting in loss of suction during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction plate, knob, and gauge were replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).